Event description:
It was reported that an c10-3v transducer had failed the electrical safety test and was associated with the affiniti 70 ultrasound system at the customer¿s site. It is unknown if the issue occurred during clinical use. There was no patient or user harm associated with this event. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
A thorough investigation was performed to determine the cause of the reported problem. The investigation confirmed the reported problem of failed electrical safety test, and it was determined that the cause was related to customer misuse from abrasion or improper cleaning/sterilization methods. There was no indication of either non-conforming material and no indication of design anomaly requiring further action. The transducer was replaced to address the customer's immediate concerns, and no further similar events have been reported.